Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the unit displayed, "system error detected and x-ray disabled messages". The fse reported that the systems transformer was tapped to low for the wall outlet which resulted in a loss of imaging functionality. There was no pt injury or death reported.